Manufacturer narrative:
(B)(4). The customer's returned bronchocath endobronchial tube passed inflation/deflation testing without any issues. The customers reported failure mode cuff wont deflate could not be duplicated. The manufacturing guidelines and controls were reviewed and found effective to detect this type of failure mode. The reported malfunction is not related to the manufacturing process.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to use, the tracheal cuff inflated asymmetrically. There was no reported patient involvement. There is no report of death or serious injury associated with this event.